Manufacturer narrative:
Other relevant device(s) are: product ID: 9735736, serial/lot #: (B)(4). The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed and no parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that the site was unable to pass registration. It was stopping right before minimum trace was completed. They tried registering three times and were following the on-screen trace pattern. When they added more points posterior the site stated they still didn't complete registration. It was recommended performing a touch registration. Navigation was aborted causing less than an hour delay in the procedure. No impact on patient outcome.

Manufacturer narrative:
The software investigation was unable to determine the probable cause of the reported issue. If information is provided in the future, a supplemental report will be issued.